Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Upon interrogation, the patient's implantable cardiac monitor exhibited an unspecified over-sensing event. The resolution to this event is unknown. The patient was in unknown condition.